Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
The physician inserted the guidewire inside the catheter occlusion balloon and flushed the catheter balloon with contrast. It was reported that contrast was observed to be coming out of from the "proximal mark of the microcatheter". The physician continue the procedure with another balloon. There was no reported clinical consequence to the patient.

Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. Visual inspection of the device revealed no anomalies. Visual inspection of the device revealed no anamolies. During functional testing, a test guidewire was introduced into the transform catheter and the distal tip was sealed. During inflation testing, a leak and a hole was noted near the distal bond. Information available indicated that the balloon was confirmed to be in good condition prior to use. Based on the information available and analysis of the device, it is likely that procedural factors contributed to the reported and observed damages limiting the performance of the balloon during the clinical procedure. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
The physician inserted the guidewire inside the catheter occlusion balloon and flushed the catheter balloon with contrast. It was reported that contrast was observed to be coming out of from the "proximal mark of the microcatheter". The physician continue the procedure with another balloon. There was no reported clinical consequence to the patient.